Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the last fill of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received for evaluation. A visual inspection was performed with the naked eye and a microscope and noted a cut in cassette sheeting. Leak testing was performed and a leak through cut in cassette sheeting was found. Clamp function test and clear passage test were performed with no issues noted. A device to device interaction test was performed and a reload the set 200 alarm was found during self-test. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.